Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer® edta 2k there was a low draw. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about a draw issue of edta tube. According to the customer's report, tube didn't draw enough volume of blood.

Manufacturer narrative:
H6: investigation summary. Bd received one samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that while using bd vacutainer® edta 2k there was a low draw. Patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a draw issue of edta tube. According to the customer's report, tube didn't draw enough volume of blood.